Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify a33 alarm, prime or fill anomaly due to motor error alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that during seating the force sensor did not detect the reservoir. Customer stated that the drive support cap was protruded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.